Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row a was failed because not found on bus. A field service engineer replaced the controller board in auxiliary drawer 5 and repaired it. Additionally, the row a board in drawer 4.1 was replaced. All components tested and verified as working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer m4.1 row a failed because it was not found on bus. The user tried recovering, rebooting and recovering, but no success. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.